Event description:
Philips received a complaint on the v60 ventilator indicating that the display was not working properly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that there were lines through the display following service of the device. The customer was provided with the part information for a replacement 2nd generation liquid crystal display (lcd), which the customer confirmed they would order. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 13feb2026, 23feb2026, and 09mar2026 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.